Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) and right ventricular (rv) lead had dislodged and exhibited failure to capture and undersensing. The lead dislodgement was discovered via interrogation and confirmed with x-ray. The ra and rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.